Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic low anterior resection, on stapling across rectal stump, the stapler was able to fire but there was poor staple formation. The staple line was incomplete distally that the last 10mm of staple line looked like jagged and leaked. This caused a post operation leak, diverting colostomy was performed and more time was added to this case. Hospital stay of the patient was also extended for one(1) day.